Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2022 due to infection. A plif was performed. The event took place in sequence as follows. It was extended to l3 to s. A plif (l5 to s) was performed. The patient¿s position was changed. Then, cleansing and debridement were performed. Posterior fusion was completed without any problems, and bleeding was minimal at that time. After that, the ilium was going to be pinched. The sales rep finished the presence. The sales rep was waiting by nearby because there was a possibility of applying posterior compression after the lateral side. When the surgeon went to the operating room, bleeding did not stop with lateral approach. The patient was bleeding 2000 ml, and a blood transfusion was performed. The surgery was completed with more than 30 minutes delay. On (B)(6) 2022, the agent reported that the patient passed away. The cause of death is unknown. No fragments were generated during surgery. No further information is available. This report involves one unk screws. The following reports are related: (B)(4) (spd) ¿ unknown screw ¿ reflects infection with debridement. (B)(4) (spn) ¿ unknown cage - reflects infection with debridement. (B)(4) (spd) ¿ unknown screw ¿ reflects the bleeding and death. (B)(4) (spn) ¿ unknown cage ¿ reflects the bleeding and death. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.